Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a cervical arthrodesis procedure using roi-c equipment, a distraction pin broke off in the patient's vertebral body, and the fractured piece was retained. The surgery was not delayed, and there was no impact on the patient.

Event description:
It was reported that during a cervical arthrodesis procedure using roi-c equipment, a distraction pin broke off in the patient's vertebral body, and the fractured piece was retained. The surgery was not delayed, and there was no impact on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned for evaluation, however the provided photo shows that the tip has fractured off of the device and the provided x-ray shows that the tip is still in the patient. Root cause: this event could possibly be attributed to wear through multiple uses over time or off-axis/excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a cervical arthrodesis procedure using roi-c equipment, a distraction pin broke off in the patient's vertebral body, and the fractured piece was retained. The surgery was not delayed, and there was no impact on the patient.